Event description:
It was reported that during an unknown procedure, the surgeon used the device with a reload to transect the proximal part of colon. After the surgeon completed the firing, the instrument was opened and found it had stapled but did not cut. The surgeon had to cut it off and performed suturing to complete the transection. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with a fully fired cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted and it opened and closed without any difficulties. A batch record review was performed and no anomalies were found during the manufacturing process.